Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime test. The pump had motor error stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected restart noted during testing. The pump was received with cracked at corner display window, scratched on display window and cracked at reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 256 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.